Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 432-433 mg/dl, vomiting, and diabetic ketociadosis (dka). At the time of the event, the customer had experienced occlusions resulting in insulin delivery termination. The customer removed the infusion set site and confirmed that insulin was observed to be delivered as intended; no issues were identified. A correction bolus was delivered prior to the hospitalization. While hospitalized, the customer received an insulin and hydration drip. Customer was released from the hospital on september 15th, 2021 with the issue resolved and no permanent damage.